Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that after treatment, and during focal bladder neck cautery (fbnc), the scrub nurse noted an unaccounted volume of approximately 6 liters of water. This prompted the treating surgeon to inspection the patient¿s bladder wall. Upon examination, a perforation was identified in the lateral wall, located midway between the bladder neck and posterior bladder wall. A urinary catheter was inserted to manage drainage from the bladder. Additionally, a radiographer conducted a computed tomography (CT) guided insertion of an abdominal catheter to drain excess fluid from the patient¿s abdominal cavity. The treating surgeon attributes the bladder perforation to bladder over-distension during fbnc. It was reported that the patient is doing well, has been discharged, allowing the bladder to heal naturally. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and instructions for use (IFU). A review of the device history record (DHR) was conducted for ab2000-e/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), sj-ifu0104-00, rev. B, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.